Event description:
The complainant reported that a patient began to show signs of hemolysis during impella rp flex support. Upon reaching support level p8, the patient's urine became dark. In response to the developing condition, the staff began to reduce the pump flows. Despite the adjustment, the patient continued to exhibit hypotension and ongoing signs of hemolysis. The pump flows were further decreased and the patient's blood pressure began to normalize. As the patient's hemodynamics were stabilized, the decision was made to remove the impella rp flex pump in light of the potential risks associated with the intermittent suction alarms being encountered. The patient remained supported via extracorporeal membrane oxygenation.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The customer's device was returned for evaluation. Biomaterial was observed in the pump housing and wrapped around the impeller. Data logs from the customer's device were reviewed and confirm the reported issue of hemolysis. The cause of the suction events and hemolysis was biomaterial ingestion.